Manufacturer narrative:
Corrected data: date of report: 04-feb-2021. Claim# (B)(4).

Manufacturer narrative:
One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 12.6mm, micl12.6, -10.00 diopter, implantable collamer lens was explanted from the patients left eye (os) due to oversize. A replacement lens of shorter length was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.